Event description:
It was reported the customer is having issues seeing needle and is seeing raining on images. Verified she has power cycled unit. Verified sw was out of date. Verified other clinicians have attempted to use the unit and have the same issues. Software has been updated to 1.1.0 and the noisy image persists. The probe was swapped and the issue stayed in the console, probe looked fine on a demo console. The issue gets worse when the probe cable is anywhere near the bottom of the console but it is still present when the probe cable is away from the console.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issues of issues seeing needle and seeing raining on images was unconfirmed. A test sr9 was placed beside the customer system. The sr9 is functioning within manufacturers specifications. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported the customer is having issues seeing needle and is seeing raining on images. Verified she has power cycled unit. Verified sw was out of date. Verified other clinicians have attempted to use the unit and have the same issues. Software has been updated to 1.1.0 and the noisy image persists. The probe was swapped and the issue stayed in the console, probe looked fine on a demo console. The issue gets worse when the probe cable is anywhere near the bottom of the console but it is still present when the probe cable is away from the console.